Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. Consumer reported flaws with the needle cutter device, since apparently missed the cut and it is difficult to cut the needles¿ when it was inserted into the hole it stuck, the needle bent and was unable to cut. The video provided was reviewed, and it was observed that the user was trying to insert the cannula of a pen needle into a bd safe clip device from lot 4048319. The cause for the alleged issues regarding the bd safe clip could not be determined from the video provided alone, therefore, the alleged issues could not be confirmed. According with the DHR review there was no problem with the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that during use the safeclip is not clipping and is damaged with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: customer communicates to an attendant who states that since (B)(6) 2020 (date not exact) he had flaws with the needle cutter device, since apparently missed the cut and it is difficult to cut the needles, he indicates that yesterday (08/18/2020) was going to cut the needle after applying the medicine, but when it was inserted into the hole it stuck, the needle bent and was unable to cut.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nypro, mx is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the safeclip is not clipping and is damaged with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: customer communicates to an attendant who states that since jul / 2020 (date not exact) he had flaws with the needle cutter device, since apparently missed the cut and it is difficult to cut the needles, he indicates that yesterday ((B)(6) 2020) was going to cut the needle after applying the medicine, but when it was inserted into the hole it stuck, the needle bent and was unable to cut.